Manufacturer narrative:
Analysis of the log files from the AED identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.